Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was on reported that on (B)(6) 2022, the patient's infusion set's tubing had detached/broken at site connector. The infusion set had been used for less than one day. At the time of the incident, her blood glucose level was 200 mg/dl. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.